Manufacturer narrative:
H10: d10, g4, h2, h3, h6. The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed no issues. Functional evaluation revealed there is no voltage output to a known good wand. All ablation and coagulation output voltages did not fall within specified ranges, because no voltage outputs were able to be recorded. During the testing process, all set points were tested and no voltage outputs were observed. A review of the device history records for the reported device showed there was a ncr associated and relevant to the complaint. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Manufacturer narrative:
H10 h3,h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported serial number (B)(4) showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to ¨no power¨ include, but are not limited to: (1) there could have been a power surge to the controller which could have caused the controller not to work or (2) there may have been a loose power connection or interference between other devices there are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during an arcr procedure the device did not output energy, there were no error codes or audible alarms, the device was rebooted and another wand was tried but the issue was not resolved. No patient injuries or delay reported. The surgery was finished using a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.